Event description:
Correction: per the clinic, there has been no conversion from baha connect to a transcutaneous osia implant system. Only the abutment was removed and the osia implant was placed at a new site.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery (date not reported), in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture.